Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on normally but did not display the verify screen. Internal moisture damage prevented downloading of the pump data. The pump was opened and there was moisture observed on the pcb. Unrelated to the complaint, investigation revealed that the bolus button cover was detached. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the pump had no power; reportedly the screen was blank and there were no audible tones or vibrations. The distributor noted there was no sound upon battery insertion. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.